Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The suction manifold was cleaned, and the unit was returned to service.

Event description:
The hospital reported the unit was not able to perform adequate fluid suctioning. There was no report of patient involvement.